Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: after the surgery it was realized that the plastic on the contact spots was split off on the handle end. The surgery was completed without any problems or harm of pt. This was a demo unit and the first op with this instrument. There was no extension of op, no blood loss, no extension of incision, no change of op, no loss of tissue, no part fell into the cavity, no reinforcement material used in conjunction with the stapling device.